Event description:
While using an esu during a facelift/browlift procedure, a fire occurred in the intraoral airway tubing. The airway tube was removed and thrown to the floor along with the drapes. The padding beneath the pt's shoulder was also discovered to be on fire and was quickly extinguished. At this time it was discovered that there were deep partial thickness burns of the shoulder with a full thickness burn along the right posterior back. The facelift procedure was discontinued and the pt's incisions were closed and the burns were treated. The pt will need a skin graft but is expected to recover with no permanent injury. The surgeon acknowledged that the fire occurred because oxygen, which should have been turned off, was still flowing into the airway when the esu pencil was activated.